Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the customer's rad-87 monitor is powering "off", inadvertently. The customer states that while the monitor is running on ac power and powered "on", it will suddenly power "off" and then back "on" again, once any button is pressed on the monitor. The green ac power led indicator does illuminate while plugged in, and the monitor will show a full charge on the battery charge level indicator. There was no known impact or consequence to patient.